Event description:
This companion 2 driver was not supporting a patient. The customer reported that after the companion 2 driver was removed from its shipping container, it would not power on. The companion 2 driver was returned to syncardia for evaluation and testing. The reported issue of the driver not powering on was not duplicated in the lab, since the driver booted up when the key switch was turned on. However, the driver did experience instances of not recognizing external power. Visual inspection of the internal components of the driver revealed a solder bridge across two pins on the power management printed circuit board assembly. The power management printed circuit board assembly was replaced, and the companion 2 driver passed all final performance testing.

Manufacturer narrative:
This failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. System checks are performed on companion 2 drivers at the implant centers prior to using the drivers for the patient support. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.